Event description:
The event involved a chemo safe lock bag spike. It was reported that there was a leakage. The quantity affected is 1, and the sample is available for evaluation. There was no reported patient involvement.

Manufacturer narrative:
E1 - initial reporter phone: not provided h4 - device MFR date: not provided d4 - lot, d4 - expiration date, d4 - primary UDI number: not provided the device has been received for evaluation; however, investigation is not yet complete.